Manufacturer narrative:
(B)(4). Batch # r9294m. Additional information obtained: what was the reason to convert to an open procedure? Adhesions . Were the difficulties with device the reason to convert to open? No . How was the device eventually able to be removed? Yes . What is the current patient status? Good . Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the customer, the device was being use laparoscopic and it worked property. The procedure was convert to open. When the surgeon went to use the device it would not open. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.